Event description:
Information was received from a consumer regarding a patient with an implanted pump. On (B)(6) 2016 it was reported that the patient got an infection after the pump was implanted in 2016 and it had to be explanted.